Manufacturer narrative:
E1 (B)(6). Documented here due to current system limitation: e2 (health professional) = blank. E3 (occupation) = no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, new damages/defects were observed: the camera cable was flooded, there was water immersion in the main body imaging. Based on the results of the investigation and information obtained from this complaint did not lead to the identification of the cause of the occurrence. A device history review - DHR of the current product was conducted, and no issues were found. Instruction for use (IFU), it states: the following statement is found in the instruction manual "precautions for cleaning, disinfection, and sterilization" and "warning" in "storage": ·this product is not intended for use with tweezers, disinfectors, or sterilizers. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk that the camera cable may be punctured and the electrical circuit inside the product may be destroyed due to water leakage. The following statement is found in the "warning" section of the instruction manual "for safe use endoscope image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electric circuits. The following description is found in the instruction manual "preparation and inspection inspection of mela head". Check that there is no looseness or rattling of the free lock lever when the free lock lever is lightly held and lightly rotated counterclockwise. Check that there is no looseness or rattling in the scope mount when the scope mount is operated. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head cable had a crack. There were no reports of patient harm.